Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with st-elevation myocardial infarction (stemi). The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. After pre-dilatation was performed, a 4.0x20mm synergy¿ drug-eluting stent was implanted to treat the lesion and the procedure was completed. However, a month after the procedure, a total occlusion was noted and a sub-acute stent thrombosis in the middle part of the previously implanted synergy¿ drug-eluting stent was found. Subsequently, balloon angioplasty was performed and the patient was transferred to the intensive care unit. Two days later, the patient was transferred to the general ward and was expected to be discharged after two days of observation. No further patient complications were reported and the patient¿s status was stabilized.

Manufacturer narrative:
Upn- search corrected from unk776 - synergy ii des - cmc - maple grove (intervent cardio) - 30000 to (B)(4) - synergy ous mr 4.00 x 20 - 39262-2040. Upn corrected from unk776 to (B)(4). Bsc ID #: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the patient was discharged six days after being transferred to the general ward.